Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "during the passage of the catheter, the inadvertent opening of the mandrel was observed during insertion.". This event occured with two devices. The patient's current condition is unknown at this time. Associated MDR numbers: 9680794-2025-00608 and 9 680794-2025-00619.

Event description:
It was reported "during the passage of the catheter, the inadvertent opening of the mandrel was observed during insertion." This event occured with two devices. The patient's current condition is unknown at this time. Associated MDR number:9680794-2025-00608 and 9680794-2025-00619.

Manufacturer narrative:
(B)(4).